Manufacturer narrative:
(B)(4). Additional information: the sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
The customer reported to baxter germany of a 2000ml eva tpn container in which the bag had been pierced through by the spike of an infusion set. The customer states that they are using a baxter 2000ml bag with a braun infusion set. It was noted that the spike on the braun set is longer than that of other manufacturers and deviates sideways when spiking the bag. The event occurred before use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. If the sample is received or additional relevant information becomes available, a follow-up report will be submitted.